Event description:
It was reported that when using the bd pyxis¿ es server users stated that patients were not appearing on pyxis. This was an ongoing issue and the environment was a 3box installation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients had not been reaching to the station. A technical support specialist connected to the system and verified that the application server services were running. The data synchronization, external messaging, and maintenance services were restarted. Server uptime was checked, and the event viewer was reviewed for errors. It was confirmed that sufficient disk space was available on all drives. Purge deletion and purge selection settings were reviewed. The applicable knowledge articles titled controlling the purge in es 1.5.x - 1.11.x - purge recovery - purge queue growing faster than deletion or purge failure for extended period of time and medstation es - server purge failure - outbound message xml missing were followed to verify and correct purge-related settings. The issue was resolved, and the system was monitored for several days. After successful monitoring, permission was obtained to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.